Event description:
Pt had the targis prostatron treatment to reduce the size of prostate. After the treatment pt became impotent, had penis numbness, and could not ejaculate. Before the treatment pt was able to perform these functions perfectly. The targis treatment did not cure urinary problems, but destroyed sex life. Confronted the dr on this, he could not tell why this happened and said it was in their head. He also said pt would get better with time. This is why it took so long to report this. Every time pt went to the dr he said it would get better. It has been 4 years and no improvements in sexual function. Pt should have reported this 3 years ago, but they gave the dr the benefit of the doubt. Also pt did not know there was a process to report failures. Pt was very sexually active. Pt believes many men who have the prostatron treatment are not sexually active and may have had the side effects they did, but did not know it or they were too embarrassed to talk about it. Before the treatment the dr emphatically told more than once "there is absolutely no side effects from the targis treatment." That is why pt had it done, pt turned all other forms of treatment including drugs because they all caused impotency. This is pt's opinion, but pt believes the dr was trying to get more people to use the targis machine because he was new at it and wanted more people in the study. Also the financial aspect of the cost of the device. Pt has no vendetta against the dr and seeks no money. Pt has never complained or sued a dr in their life. This has made pt very angry and frustrated that a dr could be untruthful with a pt for the reasons pt described. When one talks to other medical professionals about what pt explained here they shrug their shoulders and imply well you're your age and you are not entitled to a sex life. This is wrong. Pt feels, no matter what a person's age he should not be discriminated against when there is a medical failure by taking the position that he or she was old and it is not that important.